Event description:
It was reported during start up that cs300 intra-aortic balloon pump (iabp) had error #7. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, e1(event site email), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) when starting the machine, users noticed an error "7". They turned the machine off and on again and the error disappeared. Fse did not notice this error. This message corresponds to a power supply ventilation alarm and cleaned the power supply. The fan was working fine. Fse put the machine back into service. Equipment tested according to the manufacturer's protocol and operational.

Event description:
N/a